Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "osteoid osteoma in the femur. Went in with green introducer. Followed with orange needle. Was taking 1/2 cm samples. Was advancing needle and then orange hub snapped off. Physician was able to remove green introducer and then had ortho come in to help remove remaining needle. About 1 cm of distal biopsy needle was left behind in the bone. The tip of the biopsy needle is in the patients bone. The patient is fine.

Manufacturer narrative:
(B)(4). One-unit of oncontrol cannula was returned to teleflex for evaluation. Minor blood particulates were noted on the unit. The shaft was split into 3 pieces. All the pieces put together measure 7 cm. Approximately 7.5 cm of shaft was missing. The returned pieces were severely damaged. Hub separation was also noted. Polymer material was observed to be scrapped within the hub. Viant is supplier for oncontrol. A DHR review was completed for lot 73640658. No issues or nonconformities were noted. Additional information was requested. Procedure was performed on the osteoid osteoma of femur. Access needle went inside. The cannula that passes via the access needle broke off at the hub. The physician had to remove rest of the shaft. Approximately 1 cm of the cannula was left inside the bone. Patient is fine. Based on the product return, the polymer scraped is indicative of operation against resistance. Per IFU, states the following: do not apply excessive force to driver/ needle set. It is likely that damages noted on the cannula shaft are induced pa rtially during insertion and mostly at removal from bone anatomy. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "osteoid osteoma in the femur. Went in with green introducer. Followed with orange needle. Was taking 1/2 cm samples. Was advancing needle and then orange hub snapped off. Physician was able to remove green introducer and then had ortho come in to help remove remaining needle. About 1 cm of distal biopsy needle was left behind in the bone. The tip of the biopsy needle is in the patients bone. The patient is fine.